Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted unspecified arteriotomy closure using a proglide device after an unspecified procedure. Reportedly, an unk device failure occurred. It is unk how hemostasis was achieved. There were no adverse pt effects reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.